Event description:
Moderate dissection reported. Dissection was an expected result due to chronic total occlusion (cto). Physician was delighted with final result.

Manufacturer narrative:
Pt info obtained from cath lab log. Moderate dissection occurred during the use of the angiosculpt catheter. No clinical injury reported. The angiosculpt catheter was discarded by the hosp, thus unable to evaluate device. Review of the angiogram shows an occlusion of the mid right sfa with collateral vessel formation. The angiogram demonstrated the guidewire was able to cross the lesion, but does not show inflation of the angiosculpt catheter in the vessel. The post-treatment angiogram confirms the moderate dissection reported from the physician. A self expanding stent was placed in the mid sfa resolving the dissection. The treating physician also stated that the dissection was an expected result in a chronic total occlusion (cto). According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.